Event description:
Info received indicates, the bed has no functions working.

Manufacturer narrative:
The tech found, the bed has no functions from the pendant. The tech replaced the controller to repair the bed.